Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: bi71000522, serial/lot #: none, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that fuses for the viewing station of the imaging system opened. There was no patient present when this issue was identified.